Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. The user facility report (B)(4) was received from the intermacs registry.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received user facility report (B)(4) from the intermacs registry indicated that the patient received a debridement of lvad percutaneous lead infection, including skin, subcutaneous tissue and muscle/removal of antibiotic beads/coverage of lvad percutaneous lead with fasciocutaneous flap.